Event description:
It was reported in (B)(6) 2024 that in the previous month the user started to hear less with his device. There is no report of a specific trauma. Re-implantation is under consideration.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, an incomplete insertion was achieved at implantation surgery with two channels remaining outside of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance gradually decreased. The user was reimplanted.